Manufacturer narrative:
Image analysis: images show the lesion in the mid lad as reported and a lesion in the mid lcx. A stent is delivered to the lesion in the lcx. A stent is deployed at the lesion in the mid lad. The stent becomes deformed in vivo. The stent is removed and a second stent is delivered to the lad and deployed. Images show the treated lad and lcx. Product analysis summary: the stent was positioned between the markerbands but not meeting specifications due to deformation of the distal wraps. Deformation was evident to the 1st distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Correction: the physician thinks the event was device related. Correction: old bypass patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a mildly tortuous, moderately calcified lesion exhibiting 99% stenosis located in the mid left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning/advancement. The procedure was completed using another resolute integrity stent of the same size. The patient was reported to be alive with no injury.